Event description:
Additional information received for this case. It was reported that the endurant stent grafts were removed from the patient and converted to an open repair. The issues reportedly resolved and the patient recovered.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 50 mm in diameter abdominal aortic aneurysm. It was reported at the index procedure the bifurcated stent graft was inserted from left side, and delivered at the level of the left renal artery. The stent graft was deployed. During the removal of the delivery system there was resistance at the distal tip of the delivery system. The physician pushed the delivery system up, and the distal side of the ipsilateral side of the main body was confirmed to be deformed. The delivery system was removed from the patient. An endurant 16x16x93 was implanted distal to the ipsilateral limb extending in to the internal iliac artery. An endurant 16x20x124 was selected to be contralateral limb, and it was deployed. The stent grafts were modelled with another manufacturer's balloon from proximal side of main body to distal side serially, and then junction sites and distal side of contralateral limb. As for stenosed right common iliac artery, only partial dilation was carried out. As angiography was performed, endoleak was not confirmed. But the contralateral stent graft appeared to be bent/kinked at the stenosed right common iliac artery. Therefore, other manufacturer's bare metal stent was additionally implanted onto the kinked portion to prevent from kinking and stenosis, and the sheath was removed and the surgical incision was closed. It was reported that four months ago a CT revealed enlargement of the aneurysm to 60mm in diameter. It was recently checked by angiography, but there were no endoleak present. The physician will monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had infection due to unknown cause and open conversion was planned. The stent graft will be explanted and prosthesis will be implanted.